Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted. The device was received with minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads.

Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 200 mg/dl. The customer stated that she had taken the insulin pump off and put the device in her bag prior to going in the pool, just before the alarm occurred. She also noted that she had high blood glucose levels all week due to not having the insulin pump on. She had reverted to treating with manual injections instead. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.